Event description:
Yellofin stirrup- this is a positioning device. The device drifted inward during case. It has been used for two procedures and it happened both times. It has been sent to vendor for repair. No further information available.